Manufacturer narrative:
Evaluation summary: one sample returned for evaluation in a sample bag along with its original open unit pack. The returned sample was inflated and both cuffs inflated without issue. Both cuffs were fully deflated and no issue noted. The samples were inflated/deflated three times and no issue noted. The reported defect could not be detected on the sample returned for evaluation. The most probable root cause of this defect is the end user did not fully depress the adaptor in the inflation valve. All of our products undergo a four hour inflate/deflate test prior to release and it is at this stage of the process that any defects are removed from the lot. We would like to draw your attention to our instructions for use(IFU) where the following is stated ¿test the cuffs, pilot balloons and valves of each tube by inflation prior to use. Insert a luer tip syringe into each cuff inflation valve housing and inject enough air to fully inflate the cuffs. After test inflation of the cuffs, evacuate completely all the air from the cuffs and remove syringe.¿ information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, deflation failure of the trachea cuff was found during cuff check. There was no patient involvement.